Manufacturer narrative:
There was no known patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Within the article it is stated that the devices were considered positive samples for bacterial count =1 cfu/ml. This is not in accordance with the instruction for use which states that the total bacteria count must not exceed the limit of 100 cfu/ml. Thus, it is not clear if all ten devices exceeded the prescribed limits or not. In addition, within the article it is stated that the personnel conducted monthly disinfection cycle. This is not in accordance with the instruction for use which indicate to perform disinfection cycle each 14 days. This deviation may have resulted into the reported contamination events. If any other information is made available, a follow up report will be submitted.

Event description:
Through literature review livanova became aware of ten (10) heater-cooler system 3t devices were found to be contaminated with legionella. The study was conducted at "universita' degli studi torino". The serial numbers of the involved device are unknown. There is no known patient involvement.